Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive, cine drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
The customer stated that the 9800 system would not do subtraction when fluoring during a case. The procedure was completed with another system. No pt injury was reported.